Event description:
Boston scientific was notified that, five coils were deployed successfully with this catheter. When the 6th coil gdc ultrasoft 2x6 was inserted, the coil appeared to be shot out to the partway of 2-marker of the catheter with x-ray. When this catheter was flushed after this procedure, the leakage couldn't be confirmed.